Event description:
Information was received from the health care provider (hcp), regarding a female patient receiving unknown intrathecal medication via an implantable infusion pump. The indication for use of the device was for non-malignant pain and post-laminectomy pain. It was reported that during a surgical procedure an infection was found that was related to the device. It was unknown if there was any allegation related to the drug. No other information regarding this event was given. The patient outcome and intervention remained unknown at the time of this event; if additional information is received this report will be updated.

Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient receiving bupivacaine (10.0 mg/ml at 5.567 mg/day) and morphine (10.0 mg/ml at 5.567 mg/day) via an implantable infusion pump. The patient's pertinent medical history included gerd, postlam syndrome cervical, cervical spinal stenosis, chronic pain syndrome, rheumatoid arthritis, lumbrosacral neuritis, and peripheral neuropathy. It was reported the pump was removed as an intervention to resolve the infection. The cause of the infection was determined as post-surgical explantation of the pump and catheter secondary to dehiscence of the skin at the incision site over the intrathecal pump with concerns for secondary infection. The infection had been resolved. If additional information is received, a follow-up report will be sent.